Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported being hospitalized with low blood glucose of 25mg/dl. The customer stated having some type of stomach virus and was not able to keep any food down as well she was not able to maintain her glucose level up. The customer mentioned that the low alert kept going off when she has already suspended the threshold in the insulin pump. Reviewed the sensor alert settings and found that the customer had low repeated set to ten minutes. No further information was provided.